Event description:
It was further reported that during the 2005 procedure, the lesions were pre dilated with a maverick 3.0x15 mm balloon in the left anterior descending (lad) artery and a maverick 2.5x15 mm balloon in the first diagonal (dx). A taxus express2 2.50x24 mm stent was deployed in the 1st dx and a taxus express2 3.0x24 mm stent was deployed in the proximal lad. The stents were post dilated with the maverick balloons and also with a quantum maverick balloon. The stents appeared to be well positioned and well apposed. Aspirin and plavix were prescribed. A stress test indicated evidence of anterior ischemia prior to a cardiac catheterization done in early 2005. The diagonal (dx) artery was found to be open although there was instent restenosis proximal. A ptca was done to further expand the stent into the dx and a stent was implanted into the distal left anterior descending (lad) artery. An aneurysm was noted in the proximal lad which was definitely new since the procedure. Ivus was done. The plan is to have the pt return for cardiac catheterization in september or october. In the opinion of the physician, "it is likely the cause of the aneurysm is from the taxus stent, near an overlapped area of the stent, although the aneurysm is not actually at the overlap".

Event description:
Same case as 6000093-2005-00834. It was reported that following a coronary drug eluting stenting treatment procedure, a stent thrombosis and aneurysm occurred. In 2005, two unknown size taxus express2 drug eluting stents were implanted using a crushing technique in the mildly tortuous, mildly calcified diagonal (dx) and left anterior descending (lad) artery bifurcation. Two days later the pt presented with chest pain and a diagnostic catheterization showed the dx was shut down. The dx was not treated at that time. Three months later, at a routine check up, an aneurysm was found in the proximal lad. The pt's status is reported as "doing well".